Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The subject in a clinical trial experienced a clotted hero graft. Patient referred to access center for treatment. Patient had thrombectomy and angioplasty performed. Graft ready for use.